Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is unknown whether there was a deviation from IFU in reprocessing steps for the location where foreign material remained and unknown whether the device had physical damage at the location since the device was not sent to olympus. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection". IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had a black residue from the instrument channel after reprocessing. There were no reports of patient harm.